Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by MFR: the complaint device was not returned for device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-01558. It was reported that a rotawire separation occurred. The 90% target lesion was located in a severely calcified mid left anterior descending artery. A 330cm rotawire and wireclip torquer and a rotablator rotational atherectomy system was selected to treat the target lesion. During preparation, when adjusting the rotational speed of the burr, the rotawire separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.